Manufacturer narrative:
Concomitant medical product: 990063-015, mapping catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while moving from the anterior roof to the posterior roof of the left atrium, a left atrial tear occurred. Additionally, a cardiac tamponade was observed. The case was aborted and the patient was under general anesthesia. Pericardiocentesis followed by a subxiphoid window was performed. The patient¿s hospital stay was extended. No further patient complications have been reported as a result of this event.